Manufacturer narrative:
Product analysis part# 9560524, lot# my12c001- upon inspection, it was confirmed that the screw thread of the handle screw was deformed and the joint was adhered. The handle screw is adhered to the screw at the cable tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used in an med for a herniated disc. It was reported that the flex arm was not fixated. There was a patient involved in the event. There were no patient symptoms or complications as a result of this event. The patient was on operating table when the malfunction occurred and the product used on the patient during surgery. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of this event. No further complications were reported/ anticipated.